Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was jammed and failed to close. A field service engineer (fse) addressed intermittent failures of pockets on enhanced half height main drawers 2.1 and 2.2. All 6 row board connectors and both retractor band connectors were reseated, and all pockets were released, debris removed, and lids tested. The station was tested in diagnostics, and the customer verified functionality through the medical application. Fse inspected the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to close. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.